Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the lens would not advance plunger did not capture lens, there was patient contact, procedure was completed with a different lens with no patient harm. Additional information has been received stating that the patient was not hospitalized for the event.